Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking from an unspecified location. This occurred during unspecified process step of peritoneal dialysis therapy. The patient was connected for therapy at the time of this event. Renal therapy services (rts) assisted the caregiver (cg) with ending the therapy session. The patient would continue therapy with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.